Event description:
Procedure type: sleeve gastrectomy. According to the reporter: tissue was very thick. Serosal layer tore on first firing and one straight leg staple was observed. The surgeon oversewed the area and believed everything was fine. Patient was re-operated on (B)(6) 2013, with a leak at that staple line. Had to convert a lap sleeve to gastric by-pass, lgb. There was no unanticipated tissue loss. No irreversible tissue damage. No reinforcement material was used.

Manufacturer narrative:
(B)(4).